Event description:
It was reported that during the meniscus repair procedure, after t1 deployed successfully, t2 failed to deploy when the knob was pushed. The procedure was successfully completed with the back-up. No patient injury or delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: one 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. T1, t2 and suture were not returned. The depth limiter was attached and advanced. The delivery needle displayed no damage. Initially the actuator was stuck from the device having been twisted out of alignment. Once freed, it cycled and actuated as expected. Per instructions for use ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacture of the device was confirmed. Complaint history review indicated a similar allegation for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution.